Event description:
On (B)(6) 2011, the vns patient reported that the vns is at end of service but that she has been experiencing an increase in seizures over the past year. Clinic notes were received through case management on (B)(6) 2011. Clinic notes dated (B)(6) 2011 state that the patient had an increased seizures; 4 grand mal seizures and multiple small seizures. The physician states that the vns is at end of service and that she needs a new battery. Clinic notes dated (B)(6) 2009 stated that the patient had larger complex partial seizures that occurred (B)(6) 2009. The patient was also experiencing a prolonged post-ictal period. The patient was hospitalized during this time. The patient's settings on (B)(6) 2009 were output=2.5ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=1.1min/magnet output=2ma/magnet on time=60sec/magnet pulse width=250usec/eri=no. The patient went for battery replacement surgery on (B)(6) 2011 due to end of service. Product return attempts will be made in order to have the explanted generator returned to the manufacturer for product analysis. Additional information has been requested from the physician but no further information has been received to date.

Event description:
On (B)(4) 2011, additional information was received when the physician's nurse reported that the patient had just had a battery replacement. She also stated that the increase in seizures were first observed in (B)(6) 2009 but that the patient has a history of refractory seizures with periodic clusters. The patient had started a new medication, banzell, in (B)(6) 2009 but by (B)(6) 2009, the patient was much better. The nurse stated that the flurries of seizures in 2009 were not related to vns. In (B)(6) 2009, the vns was working and the elective indicator showed no. The patient wasn't seen again until (B)(6) 2011. In (B)(6) 2011, the seizures increased again but the battery was at end of service. The nurse stated that both of the patient's seizure types increased but did not specify what kind of seizures they were. She also stated that the cause for the increased seizures and change in seizure pattern was because the battery had died. Earlier the patient had been doing very well and they were thinking of decreasing the patient's medication. The patient's battery was replaced on (B)(6) 2011 due to end of service and the patient's medications were modified. Good faith attempts for the return of the explanted generator for product analysis were made but the device still has not been received by the manufacturer.